Manufacturer narrative:
Mdi (B)(6) and biomedical advised vesocclude ((B)(6)) of the complaint. The incident has been reported to the (B)(6) office of the safety in healthcare. Root cause analysis: without access to the instruments and clips involved, we can only speculate as to the possible root causes. When a clip come off a vein post-closure, there are several common causes: the clip was not completely closed due to inadequate closure force. Necessary and reasonable forces for proper clip closure were established and verified in the pro (B)(4) vesocclude ligation sys validation. The clip applier was damaged. Clip applier are precision instruments and must be properly repaired to function correctly once damaged. They must be periodically inspected and maintained in insure proper adjustment. They must also be handled properly to prevent damage which might affect performance. The 15-lb-(B)(4) vesocclude ligation sys IFU is provided with each applier and it covers tip alignment. The improper clip size was selected for the vessel to be ligated. The 15-lb-(B)(4) vesocclude ligating sys IFU calls for the physician to select the clip size based on his surgical expertise and the size of the vessel to be ligated. Use of the incorrect clip can result in an unsecured clip placement or inadequate ligation.

Event description:
Pt underwent cardiac bypass procedure and experienced subsequent bleeding through a chest drain tube 1 day following the procedure. Surgeon discovered that a vessel clip from a vein graft was missing. Surgeon reapplied clips. Pt is doing well.